Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. The out of range impedance measurement triggered the lead safety switch (lss) switching the sensing vector from bipolar to unipolar. The right atrial automatic threshold went to 5 volts and there was oversensing of noise causing inappropriate atrial tachy response (atr) episodes when in unipolar configuration. The high thresholds led to the patient feeling pectoral muscle stimulation. When the lead was reprogrammed to bipolar configuration, the high threshold measurements, noise and muscle stimulation resolved. Boston scientific technical services (ts) was consulted and discussed possible reasons this could occur along with programming options. The pacemaker and ra lead remain in service and no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. The out of range impedance measurement triggered the lead safety switch (lss) switching the sensing vector from bipolar to unipolar. The right atrial automatic threshold went to 5 volts and there was oversensing of noise causing inappropriate atrial tachy response (atr) episodes when in unipolar configuration. The high thresholds led to the patient feeling pectoral muscle stimulation. When the lead was reprogrammed to bipolar configuration, the high threshold measurements, noise and muscle stimulation resolved. Boston scientific technical services (ts) was consulted and discussed possible reasons this could occur along with programming options. The pacemaker and ra lead remain in service and no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.